Manufacturer narrative:
Investigation results: investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.